Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. Also, corroded keypad traces were noted. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corners, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
The customer reported via phone call indicating that the insulin pump had a moisture damage. Customer's blood glucose was unknown mg/dl. The customer stated that got in swimming pool using the insulin pump and it stop working.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.